Manufacturer narrative:
Block b3: exact date unknown, event occurred in july 2022. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 5027065. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 5068845. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7011944. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7025054. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: (B)(6). Batch: 22116742. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: (B)(6). Batch: 22122396.

Event description:
It was reported that the patient experienced inadequate therapy and the return of their cervical dystonia from their deep brain stimulation (dbs) system. Attempts to reprogram the dbs were made, however were unsuccessful. It was noted that the initial placement of the dbs in the globus pallidus internus (gpi) brain area and progression of their symptoms contributed to the inadequate therapy per the physicians assessment. The patient underwent a procedure where the dbs leads were removed, and new leads were placed in the subthalamic nucleus (stn) brain area in addition to the remaining dbs devices replaced with others of the same model before completing the procedure. Physical analysis of the dbs system was not performed as they were discarded by the facility. The patient did well post-operatively.